Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: flat creases, red particles, a sharp opening (a dimension measurement in the shell was performed which identify the thickness within specification) and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: - a sharp opening assessed as unidentified(tear) opening. A review of the device history record has been completed. No deviations or non-conformance's noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: explant date has not yet occurred. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician has reported " rupture with periprosthetic external silicone. Device remains implanted, this case relates to the right side.